Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead implanted 2010 (B)(6). (B)(4).

Event description:
It was reported by the patient that after having "complications" for three years after the implant procedure, a cardiac catheterization was done and the right ventricular lead was "just laying there (in the) atrium." The lead was inactivated and subsequently the patient notes frequent fatigue. The patient has discussed the issues with the physician and has had device and lead checks. No patient complications have been reported as a result of this event.